Manufacturer narrative:
The product associated with this report was not returned for examination. The product lot code required to retrieve the device history records for reviewing and search the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event based on the information provided. Based on the performed investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient revised for loose femoral component.